Event description:
The pump was returned due to air compressor failure. A red pump service alarm was observed after the device was powered on. Air compressor could be heard struggling to function correctly during startup. Log files indicated mechanical failure, air compressor. Bag hook is broken off on the right hand side. Device was opened up for internal investigation and no other problems were found. Performed pneumatic system (recharge test) and system failed consistent with a faulty air compressor. Installed engineer pneumatic test module and performed recharge / hardware tests, unit passed without error.

Event description:
The following has been reported: biomed reported, "service needed error", patient harm: no, infusion stoppage: no, a preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.